Manufacturer narrative:
The insulin pump received with a missing drive support sticker. The insulin pump received with loose/protruded drive support disk.

Event description:
It is reported that customer responded to notification letter regarding the drive support cap. Customer stated that drive support cap fell off. Blood glucose reading 180 mg/dl. Customer is using duct tape on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.